Manufacturer narrative:
When the investigation report has been completed, a supplemental report will be filed.

Event description:
It was reported that "procedure: laparoscopic gynae. There was an incident of surgical emphysema, i.e. A gas leak between the peritoneum and the muscle. This case was serious enough that the surgeon, dr. Rosie ayton, had to open, which added 30 mins to the procedure".